Manufacturer narrative:
Event date is an estimated date. The devices were not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported clip deployment failure could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title ¿interaction between renal function and percutaneous edge-to-edge mitral valve repair using mitraclip".

Event description:
This is filed to report failure to deploy. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, prolonged hospitalization, and failure to deploy. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "interaction between renal function and percutaneous edge-to-edge mitral valve repair using mitraclip." No additional information was provided.